Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: the surgeon heard the click sound when the root of the jaw was broken. He said there was confirmed the missing piece by CT, so it might be removed by the suction. The patient is stable. "What is mean by ""hinge of the jaws broke""? The sales rep reported that the root of the jaw was broken. How did the event impact the patient? No further information will be available. Did the event change the post-operative care of the patient? => no further information will be available. What is current status of the patient? The patient is stable. Please confirm if the broken piece was found in the abdomen or not. If so, please confirm where in the abdomen it was located. No broken piece found, but may have been suction during cleaning. Did the surgeon experience difficulty in inserting and/or removing the device from the trocar? No further information will be provided. How long into the procedure did the issue occur? No further information will be provided." Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that, during a laparoscopic hysterectomy, when the device clamped inside the patient, the hinge of the jaws broke, and the jaws became not to open and close. The broken piece was not found when the x-ray was taken after the operation. Gen11 was used. Another device was used to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 6/9/2021. This is a analysis for an image submitted to ethicon endo surgery for evaluation. Image 1: the image provided by the customer is that of the distal jaw of what appears to be an enseal instrument. No conclusion could be reached as to how this issue occurred through photo analysis. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Because the instrument was not returned our evaluation is limited. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.